Event description:
The physician claims that the graft was implanted as part of a 3-graft bentall procedure for an avr replacement, ascending replacement and aortic replacement. Warfarin was administered during the procedure. Although the procedure went successfully, pericardial stagnation of effusion (cardiac tamponade) and seroma occurred for more than 5 days, therefore, the physician could not remove the drainage catheter during that period. The graft was left in the pt. The pt is doing well. The co has received no other reports of cardiac tamponade from any country other than 2 countries. The co has consulted with one of the u.s. Clinical investigators for this product and they stated that an event such as this is not unusual for pts who undergo thoracic aortic surgery, even in the absence of a vascular graft (e.g. Aortic heart valve replacement).